Event description:
Eval revealed a misaligned display screen and partially dislodged force sensor pins.

Manufacturer narrative:
There was no reported pt impact associated with this complaint. The pump was returned to animas. Eval revealed a misaligned display screen and dislodged force sensor pins. Review of the pump history reveals several loss of prime warnings associated with zero force but could not be duplicated.